Event description:
It was reported that the customer removed the sensor, and the electrode was broken in half. The customer did not feel pain or discomfort, and didn't know if part of the sensor broke off inside the skin. The customer was advised to seek medical assistance if necessary. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.